Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported when walking through a store, the patient felt heart beating really fast and chest pressure. The patient was concerned that they were too close to the photo shop. The device remains in use. No patient complications were reported as a result of this event.